Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The DHR review was started and finished in irvine. There are no related ncrs. The DHR review is complete. Engineering evaluations summary: leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Per technical summary (B)(4) rev a tissue degeneration-related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Per technical summary (B)(4) rev a structural valve deterioration (svd) can and typically does lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes including calcification noncalcific degeneration dehiscence cusp thickening or fibrosis or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening such as early thrombosis/halt early endocarditis or host tissue overgrowth. Per (B)(4) rev o an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation no labeling non-conformance/deficiency no use-related issue with a hazardous situation no device-related infection; and no evidence of a product failure with regard to design reliability or use error. Additionally relevant technical summary (B)(4) rev a and (B)(4) rev a exists for this issue. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings contraindications and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(4) rev o and (B)(4) rev o a CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however patient factors likely caused or contributed including hypertension.

Event description:
It was reported and learned through investigation that a patient and with a 19mm 3300tfx aortic valve is being worked up for a valve-in-valve after an implant duration of approximately 7 years, six months due to thickened bioprosthesis leaflets leading to severe stenosis. Patient presented with heart failure, shortness of breath, and lower extremity edema. Patient was in stable condition post-operative.

Manufacturer narrative:
H11 additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigations will be performed. A supplemental report will be submitted accordingly upon investigation completion.